Event description:
The physician attempted to use a 2.25mm diameter x 14mm length endeavor resolute rx drug eluting device to treat a lesion in a patient located in the lad with 80% stenosis, moderate tortuosity and little calcification. It was reported that the lesion was pre-dilated however the endeavor resolute stent couldn¿t pass the lesion. Force was required to advance/remove the device to/from target lesion. When the device was removed from the patient, the stent of the device was noted to be damaged. The lesion was further pre-dilated and a 2.5x14mm endeavor resolute stent was successfully used. No patient injury or clinical sequelae were reported. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation results: no device returned. No results available since no evaluation performed (no device or cine images returned). Inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology - 80% stenosis, moderate tortuosity and little calcification). Failure to follow instructions (force used to advance/remove the device to/from target lesion). Evaluation conclusion: unable to confirm complaint (no device or cine images returned). Device failure/lack of effectiveness related to patient condition device (patient lesion morphology - 80% stenosis, moderate tortuosity and little calcification). Known inherent risk of procedure (failure to deliver stent and stent deformation). Failure to follow instructions (force used to advance/remove the device to/from target lesion). (B)(4).